Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per complaint form received. Planned procedure was a posterior spinal fusion from t11 to l3 with a corpectomy l1 via trans-pedicle approach using depuy synthes expedium and posterior x mesh with xrl a preferred option, if space allows. Pre-operatively, dr.(B)(6) and I discussed the approach, measured the space and choose a desired cage height, we also discussed the face the x-mesh cage was 16mm in width, thus being the most apt to fit through the narrow opening the chosen approach affords, the xrl is a 21 diameter width, on my experience, doesn't typically fit through this approach, therefore, we opened the posterior mesh in order to pre-assemble instrument and have trails readily available, additionally, I asked dr. (B)(6) if he planned to ligate a nerve root to make additional room ready for a taller cage. Dr. (B)(6) said he planned on taking the l1 or t12 root, since they were just sensory. Once exposed, the screws were placed using depuy expedium unav drivers with stealth navigation and c-arm confirmation. I commented to dr. (B)(6) to take a closer look at the bottom right screws that were l2 and l3 on the right side they seemed lateral. Dr. (B)(6) used the c arm to rotate around the spine looking for the boarders of the pedicle to confirm proper placement, dr.(B)(6) confirmed that he believed that the screws were properly placed. Rods were placed on one side, then the tans-pedicle approach to the anterior spine ensued, once, the corpectomy of the l1 vertebra was accomplished we sized for our x-mesh graft. We noticed that we needed to remove more bone in order to fit the implant. During the next phase of bone removal, I noticed the superior end-plate of l2 had been violated. The curette was about 5-7mm below the endplate on the o-arm image used to check the position of the curette. After enough bone was removed to properly train and place implant, we used a 16 mm distractor tip that comes in the poster x-mesh try to distract and simultaneously size for the appropriate height expandable cage. Based on the trail, the 26-28mm cage was selected for the final implant, the implant was loaded onto the correct posterior x-mesh curved inserter and packed with preferred bone graft, the pa used a wide nerve root retractor (non-depuy) to retract the dura to allow for safe passage of the cage, dr. (B)(6) choose not to ligate either of the nerve roots prior to cage insertion. The depuy spine x-mesh implant has 2.5mm spikes on each end of the implant to aid stabilization. During insertion dr. (B)(6) had to twist the implant in order to get through the small opening; this motion caused the spikes on the lower end plate of the implant to incidentally tear the lower anterolateral position of the cord at about l1-l2 disc space. Dr.(B)(6) continued to get the cage in position and partially expended, so it would not move while he repaired the dura temporally. Once tear, was temporally repaired, we focused back on the cage by fully expanding and moving to desired position. At this time, we noted the bottom margin defect was violated, as the cage was well beneath the superior end plate of l2. We then repositioned the cage again and noticed the endplate at the top margin of our defect was violated. The plate dr. (B)(6) chose, at the time was to compress the bodies from above and below to help contain the graft from migrating. Compression was achieved and all screws were locked down with torque wrench.